Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The first instrument was received partially applied with nineteen remaining clips. The second instrument was received partially applied with nineteen remaining clips. The third instrument was received partially applied with fifteen remaining clips. During functional evaluations, it was observed that the jaws would not close upon actuation of each handle. The instruments bodies were removed from the shafts and disassembled for visualization of internal components. It was observed that each firing handle linkage was forced through the channel tube lugs, suggesting that the instruments had been fired through the safety interlocks. Due to the noted damage, further functional testing of the instruments could not be performed. In addition; the interlock mechanisms were triggered as a result of rapidly actuating the handles of the devices and or forcing the devices, this renders the devices inoperable and poses no harm to the patient. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of this condition may occur when an attempt is made to fire the instrument without first loading a clip by using the trigger. The safety interlock feature is designed to prevent the jaws from closing on a vessel in the absence of a loaded clip. If an attempt is made to forcibly fire the instrument while engaged in interlock, the lugs are designed to break as noted and the interlock feature continues to func tion as intended. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, there was issues experienced with loading and firing of clips. The account reported the clip applier jammed when attempting to fire. They opened a new device to complete case. There was no patient injury.